Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. This case was done with intracardiac echo (ice) only. Computed tomography (CT) imaging was done prior to the case by the facility. After getting transseptal puncture (tsp) and crossing low and posterior as possible, the was introduced to the laa with a pigtail catheter. Heparin was given after tsp and activated clotting time (act) was 338 seconds. An angiogram was obtained in the lao/cau view, which showed that the was not coaxial to the laa ostium. They decided to proceed with the double curve was and the 24mm device that was chosen prior. The 24mm device was unsheathed and due to the anterior torque on the was to maintain enough depth the device landed very proximal to the laa ostium and was fully re-sheathed and removed. During this time they discussed doing another tsp to get a better trajectory into the laa or try an anterior curve sheath. The physicians decided to try again with the double curve was and try to get as much depth as possible and while unsheathing the device keep the anterior torque on the sheath and device. A second 24mm device was prepped and the above technique was attempted but the device landed outside of the laa again. This device was fully recaptured and removed. At this point they decided to change out the double curve was sheath to an anterior curve was sheath. The patient continued to be stable. The anterior curve was sheath was now introduced to the laa with a pigtail catheter. Another angiogram was done and the anterior curve definitely navigated to the anterior lobe without much torque. Another 24mm device was prepped and deployed. After the device was deployed a tug test was done. The device was stable. An angiogram was done to confirm all lobes were being covered. A perforation was noted at this time and contrast was seen going through the device and into the pericardium. A 2.5cm effusion was present on ice. The physician decided to release the 24mm device. The patient became unstable. Heparin was reversed and 40mg of protamine was given. Cardiovascular surgeons were called and a pericardiocentesis was performed and 1100 ml of blood was drained from around the pericardium. The patient stabilized and the effusion was now less than 1cm with ice. The decision was to leave the drain bag in overnight and do an echo later. The patient was sent to the ICU and was now stable. The following day, the patient was stable and the drain was removed. The effusion was minimal and almost undetectable.